Event description:
It was reported that a patient underwent a laparoscopic myomectomy with uterine morcellation on (B)(6) 2010. A preoperative examination was performed with MRI and the target myoma shrank with gonadotropin-releasing hormone from 8 to 6cm. The doctor judged this to be low risk. A post operative pathological examination revealed the removed tissue to be a leiomyoma. During a reoperation, the doctor confirmed a widely disseminated malignancy into the peritoneal cavity. The patient has since expired.

Manufacturer narrative:
(B)(4) - leiomyoma sarcoma occurred. Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue.